Event description:
The initial reporter complained of questionable results for multiple patient samples tested on a cobas 8000 ise module. The customer provided an example of discrepant results for 1 patient tested for sodium (na), potassium (k) and chloride (cl). (B)(6). No questionable results were reported outside of the laboratory. No electrode lot numbers with expiration dates were provided.

Manufacturer narrative:
The field service engineer (fse) found the vacuum and sipper nozzle were dirty. The fse cleaned the nozzles, performed ise checks and ran precision with passing results. Afterwards, when the customer began to run patient samples, the instrument produced ise alarms. The investigation is ongoing.

Manufacturer narrative:
The ise module in question was replaced and the customer had no further issues. As the ise module in question was replaced, the cause of the event could not be determined. The investigation did not identify a product problem.